Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged post implant. The patient experienced bradycardia. Loss of capture was also noted which appeared to be atrial fibrillation on the electrogram. The lead was repositioned. The patient was stable post procedure.